Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device and therapy was not working or helping. Patient stated they had not made any adjustments because they did not know how. Patient synced to their device and showed that stimulation was on program 2 at 4.1 and patient increased stimulation. Additional information was later received from the patient. It was reported that the patient having a lot of accidents, the implantable neurostimulator (ins) worked in the beginning, and the patient was getting up 2 times instead of 5 times. Currently, the patient is getting up 3 and 4 times and was not happy with the stimulator. During troubleshooting, it was indicated that the patient was on program 2 at 4.5 and the patient increased to 7.4. The stimulation was felt at a comfortable level. Additional information was received from the patient and it was reported that patient had not noticed any improvement and that they had not made any adjustments since the last call because they did not know how. Patient synced to their device and saw that stimulation was on and switched to program 3. Patient later reported again that it had not helped and stated they wanted help increased stimulation. Patient was walked through increasing stimulation. Additional information was received from the patient: the patient called in again because she thought she needed to increase stim; the device was not helping at all. Patient said the device worked a month then stopped. Patient increased stim to 7.5 v and said she could feel a little tingling; patient was advised to see her doctor if symptoms didn't resolve. Additional information was received from the health care professional and it was reported that patient was seen in the office on (B)(6) 2018 and had their device checked. It was noted that the device was working without failure and the cause of device working for a month and then stopping was that they had a uti which increased their overactive bladder symptoms. Patient's device was adjusted and they were treated for uti. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that a urine culture was performed which confirmed uti and patient reported they were seen at urgent care about 3 weeks prior to the hcp visit and was diagnosed with uti. The uti was caused by bacteria and were not related to patient's underlying urinary dysfunction and were also not related to the device/therapy. No further complications were reported.